Event description:
It was reported that the pt felt no stimulation sensation for the previous two weeks, despite the ins set at 6.7 volts. The pt stated that the urinary frequency symptom remained. These symptoms began following strenuous activity or exercise. The pt noted a "different stimulation sensation" felt while doing sit-ups. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).